Manufacturer narrative:
The root cause for the noise and low r-waves remains unknown, thus additional information was requested. At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was intermittent noise on right ventricular (rv) lead channel. The r-waves were low, but consistent with previous check. No further information was available. Lead remains in-service. Nae.